Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they received watchdog timeout alarm and battery out limit alarm. The customer's blood glucose was 100 mg/dl at the time of incident. The customer's mother performed self test and the insulin pump passed. The customer's mother stated that the battery out limit alarm occurred during normal use. The insulin pump will not be returned for analysis.